Event description:
Consumer used (B)(4) effervescent denture cleanser tablets and after using them for 11 days she found that her tongue and face began swelling. Her doctor sent her to an ent and they sent her to a dentist. After much investigation, customer found that the cleansing tablets contain sulfate and she is allergic to sulfa. Customer said this item is dangerous and there are a lot of people with an allergy to sulfa. Customer wants it taken off the shelves.